Event description:
The user facility called and said the suspect device had no power and they have had difficulty with it for several days. The connectors that conact the base unit appear to be melted. Liquid was found in the base. When the liquid was cleaned they found a scorched brown spot inside the base. No injuries were alleged. The device was replaced and requested to be returned for evaluation.